Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the a surgery on (B)(6) 2019, dr. (B)(6) became aware that the inner thread of screw was defective. The surgeon had to remove the screw and rod, because the locking screw could not screw in. A new screw has been inserted and a surgery delay of 30 min occured.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). Visual examination of the device revealed that the initial thread of the correction key was torn. The damage does not extend past the first half rotation of the thread. Some pieces of the torn thread of the tulip head were stuck in between the threads of correction key. There was no other damage found to the correction key. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn thread of the correction key cannot be determined. Noted damage suggests that inadvertently cross threading of the correction key occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.